Event description:
The customer reported that after a patient was completed, the patient support was not working normally. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander as a result of this issue. The fse confirmed that uncommanded "table up" motion did occur. The fse evaluated the CT system and determined that a button in the multifunction footswitch was stuck engaged due to a plastic syringe cap stuck in the multifunction footswitch. The fse cleaned and performed adjustments on the footswitch to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6)-2015, the customer, (B)(6), reported that after completing a patient scan, while attempting to unload a patient using unload pedal on the footswitch, the patient support moved upwards. There was no harm/injury to a patient, operator or bystander associated with this issue. The customer contacted philips help desk to inform them of the event and the philips field service engineer (fse) was dispatched the fse arrived on site and evaluated the system. The fse confirmed the incorrect motion of the patient support when operated by the footswitch. The fse confirmed that the patient support was working normally when using the gantry control panels. The fse then checked the footswitch and found that a plastic syringe cap was stuck between the load pedal and the frame of the footswitch, thereby stuck engaging the pedal. The fse removed the plastic cap and verified the patient support operation to be normal before handing the system back to the customer. There were no parts replacement. After the service, there was no recurrence of the issue at the site. If a multifunction footswitch button were stuck engaged, there is potential for un-commanded motion of the patient support, which may result in pinching, entrapment, or removal of medical tubing (i.e. Ventilator tubing, IV tubing, etc.). CT engineering determined this event to be acceptable risk. The following mitigations for this issue include: a. Stopping horizontal motion in the presence of resistance force (not applicable for vertical) . B. Table collision envelope. C. Single fault safe against uncontrolled motion: ¿ horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. ¿ double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. D. Design mitigations enabling human response: ¿ continuous activation for manual motion. ¿ emergency stop controls enable termination of motion in hazardous condition. ¿ emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. ¿ speed of motorized non-programmed motion is limited. The fse removed the plastic syringe cap that was blocking the pedal which was the cause of the issue.

Manufacturer narrative:
(B)(4).